Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on current electrogram it was noted that possible atrial lead dislodgement had occurred. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.